Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged an inaccurate delivery issue. The patient had a blood glucose (bg) between 400 and 500 mg/dl, with nausea, during troubleshooting, customer support (cs) did not identify any disease management issue or other health condition that may have contributed to the elevation, and found no potential causes of the perceived inaccurate delivery issue. The time and date were accurately set; the basal and bolus histories were as expected. Although trouble shooting with cs did not reveal any delivery issues but the patient discontinued pump therapy because of the alleged inaccurate delivery issue. This complaint is being reported because the alleged inaccurate delivery issue was not resolved. The bg excursion does not meet animas criteria for a reportable event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: unable to duplicate the complain the last bolus delivery and the last basal delivery were on 10/15/2014. The black box shows on 10/14/2014 at 13:24 an unexplained loss of prime event; deliveries resumed at 13:42. The tdd¿s add up correctly and reflect the users programmed basal rate. Typical usage alarms observed in alarm history. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked between bumper pad and cover. Cartridge cap was not returned. Test cartridge cap and returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.